Event description:
Elderly male patient presented for transcatheter aortic valve replacement (tavr) procedure in the hybrid operating room. While the delivery system was being inserted, the introducer sheath split. When the sheath was being removed after valve deployment, the sheath tore the femoral artery which was then repaired. Patient remained in hospital over night without further incident. Packaging and device were not saved, but the rep was able to trace back to the valve serial number.